Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a 810:11 failure code was confirmed during review of the event history log. The assignable cause was a defective pump head module (phm). The phm was replaced to correct the reported condition. Additional information: the user interface module software version is 6.13.92. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 810:11 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. (B)(4).